Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 49 hours of extended testing at the customer's settings. The ventilator passed the initial final test and initial alarm volume test.

Event description:
The customer reported that the ventilator seemed to have stopped running while on a patient. The nurse in ICU stated that the ventilator was alarming "blower demand exceeded" during this event and the patient was being ventilated via non-invasive ventilation. The patient was taken off of the ventilator and placed on oxygen. The customer reported that there was no patient harm associated with this complaint.